Manufacturer narrative:
The device has not been returned; therefore a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The october 2007 15 month rx biliary product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.

Event description:
A wallstent rx biliary stent was used during a stenting procedure on a female patient (weight unknown) in 2007. According to the complainant, the "patient had already been implanted with a duodenal stent (product, manufacturer, and implant date unknown). However, the biliary duct was occluded after a few weeks because the tumor grew really fast. Therefore, the physician tried to implant a biliary wallstent through the cell of the duodenal stent. On the next day, when the physician followed up with the patient, he found that the stent had migrated to the upper biliary duct visible on x-ray, and it was not at the structure position." The patient was "stable" following the event. The physician planned to implant another wallstent rx biliary stent "during that week", but it is not known if this occurred.